Event description:
It was reported by the clinician that while they were threading the spring wire guide (swg) through the needle, the swg started to unravel; it was removed intact. As a result, another swg was used without incident. There were no patient complications reported.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional info becomes available.